Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation, of the actual device of this incident, it was determined that multiple orders were not crossing over to three upgraded stations. A technical support specialist verified order examples successfully received and processed by the es server, with no evidence of order transmission failure. However, intermittent critical override (co) behavior, linked to an existing server performance issue, caused the devices to function as non-profile stations, restricting order access. Server data synchronization logs also showed 2-minute timeout errors during the reported timeframe. The devices were not in co at the time of validation but may intermittently enter co due to ongoing server-side performance issues. After multiple follow-ups with customer the case was subsequently closed due to lack of user response.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossing over to three upgraded stations, and users were unable to remove medications. The issue was reported to have started between 8-9 am. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.